Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: please clarify how the clips "did not clamp". Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Did clips not hold on tissue once they were applied?

Event description:
.